Event description:
A sample was received that is leaking at the connection between the luer and the extension tubing. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking hub was confirmed. The product returned for evaluation is a 4fr sl powerpicc catheter. Usage residues were observed throughout the sample. A needleless injection cap was attached to the luer adapter. The extension tubing markings were completely worn. A partially circumferential split was observed at the luer/tubing joint. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a spraying leak was observed at the split site. Microscopic inspection of the split revealed granular fracture surfaces. Beach marks and radiating tear marks were observed throughout the fracture surface. Material buckling was observed in the vicinity of the split. The fracture features and material buckling were consistent with material fatigue failure due to repetitive mechanical stresses such as twisting and kinking. The location of the damage suggested that catheter securement, access, and maintenance techniques may have contributed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The failure was found during evaluation of a returned sample. Additional investigation is required to determine the cause of the failure. Results of the investigation are expected soon.

Event description:
A sample was received that is leaking at the connection between the luer and the extension tubing. No other information provided.